Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that the defective component/device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer requested the main pcb part number, and the board will be replaced by tech support. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator eeprom (electrically erasable programmable read-only memory) failed. Furthermore, there was no patient associated with the reported event.